Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the patient turned over in their bed or reached over and they were wondering if they pulled a lead or something as at the same time as when they reached over, the monitor went to orange like it lost a signal. They unplugged it and plugged it back in and it went green. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.